Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 4 bursts of inappropriate anti-tachycardia pacing (atp) and 1 electric shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). No changes were made to the device and physician was looking into mediation change for the patient. Device remains in service. No additional adverse patient effects were reported.